Event description:
It was reported that the health care professional (hcp) requested a review of a stored smart pass episode for the patient with this electrode. Technical services (ts) discussed a normal signal which then goes to almost no signal at all, non physiologic signal noted and a review of a stored presenting electrogram (egm) showed minimal signal much different than past signals. Additionally, ts noted that a review of impedance trend revealed that around time of the smart pass episode the impedance goes from 50 to 60 ohms range to 15 to 20 ohms range. Ts discussed that it appears like this electrode is dislodged and recommended in office evaluation. This electrode remains in service. No adverse patient effects were reported. Additional information was received, this electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that the health care professional (hcp) requested a review of a stored smart pass episode for the patient with this electrode. Technical services (ts) discussed a normal signal which then goes to almost no signal at all, non-physiologic signal noted and a review of a stored presenting electrogram (egm) showed minimal signal much different than past signals. Additionally, ts noted that a review of impedance trend revealed that around time of the smart pass episode the impedance goes from 50 to 60 ohms range to 15 to 20 ohms range. Ts discussed that it appears like this electrode is dislodged and recommended in office evaluation. This electrode remains in service. No adverse patient effects were reported.